Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). If additional relevant information is identified, a follow up report will be submitted.

Event description:
The procedure was an upper gastrointestinal endoscopy. No delay was reported.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel was blinking. The issue was found during preparation for use in a diagnostic endoscopy procedure. The procedure was completed with a similar non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the front panel was blinking due to dust deposition on the suction socket sensor. After cleaning the dust from sensor, this equipment was working okay and within the parameters of olympus standard. Heavy dust was found inside the equipment, and the external condition was okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the front panel was blinking due to dust on output connector sensor. The cause of the dust on the sensor was not established at this time. Olympus will continue to monitor field performance for this device.